Manufacturer narrative:
Investigation summary: with the available information, bsc concludes that this device was damaged caused by fractured inner coil. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. Investigation conclusion: problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix retraction issues. Another ra lead was successfully implanted. No adverse patient effects were reported.